Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient from a tonsillectomy clinical trial reported that two days after a procedure where the device was used, post-operative bleeding occurred. The patient was admitted to the or, but the bleeding stopped and no treatment was required. The patient was discharged the following day.